Event description:
A us distributor reported that a battery pack was unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. Additionally, there was a loose bus bar inside of the battery. Root cause: the root cause for the contamination was ingress of an unknown liquid. The root cause of the loose busbar cannot be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. Additionally, there was a loose bus bar inside of the battery. Root cause: the root cause for the contamination was ingress of an unknown liquid. The root cause of the loose busbar cannot be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery.